Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/06/2013. (B)(4): it was reported that the patient underwent mesh implantation to treat pelvic organ prolapse. Post implantation the patient experienced pain, extrusion, infection, urinary and bowel problems, recurrence, bleeding and dyspareunia. The patient underwent mesh removal in (B)(6) 2010 due to pain, incontinence, bowel problems, vaginal scarring, and other problems.(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07661. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced adhesions. It was reported that patient underwent supracervical hysterectomy on (B)(6) 2009 by an unk surgeon at an unk place due to an unk reason. It was reported that patient underwent pelvic floor repair on (B)(6) 2009 by an unk surgeon at an unk place due to an unk reason. It was reported that patient underwent r/a lso resection of mesh lysis of adhesions on (B)(6) 2015 by an unk surgeon at an unk place due to an unk reason. It was reported that patient underwent a perineorrhaphy in 2012 by an unk surgeon at an unk place due to an unk reason.